Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced a pericardial effusion. The initial set of ablation lesions were performed, and upon remapping it was found that two areas of the superior pulmonary veins had been missed. Another set of ablations were performed in those two veins. Remapping was performed again and another spot on the right superior pulmonary vein (rspv) was found that needed additional ablation, which was performed and found satisfactory with the post-map view. The mapping catheter and the faradrive sheath were brought back into the right atrium. An intracardiac echocardiography (ice) catheter was then used in the right atrium to check for pericardial effusion post-ablation and one was discovered around the left ventricle. Pericardiocentesis was performed and about 220 cc of blood was removed. The effusion was monitored with the ice catheter and did not return. The procedure was then completed. The patient was admitted for observation and was noted to be doing well. The device not is expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.